Event description:
It was reported that revision surgery was performed due to pain and a soft tissue reaction. Additionally, the femoral stem was exchanged due to bone stock surrounding the femoral stem proximally.